Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient did not feel stimulation. There was no trauma or fall that could be related to this issue. Symptom control was not 50% or better. When the patient would change programs they did not feel stimulation and were retaining urine. She felt it sometime but not where she was supposed to and this started happening for ¿several months,¿ which was clarified to be in early 2016. Previously the patient¿s toes were curling under so they saw a manufacturing representative (rep) about 6 months ago in 2015 and they changed the programs and it helped for a couple of weeks and then it stopped helping. It was clarified that these settings stopped helping the beginning of 2016. They had tried all 4 programs and none of them w ere helping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.